Manufacturer narrative:
The pcba pfc board was returned to the manufacturer for analysis. Reported issue was able to be duplicated. The hardware investigation found that reported event was related to an electrical failure. The power resister is electrically over stressed. Unable to bench test due to over stressed component.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The medtronic representative inspected and found that the battery for image acquisition system (ias) had not been charged, causing the battery to die. As a result of inspecting each segment, malfunction of pcba board 1000 was suspected. The medtronic representative returned to the site and replaced the pcba board and motor battery charger. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported on behalf of the site that, while in a spinal fusion procedure, the imaging system's image acquisition system (ias) suddenly shutdown. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.